Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's blood glucose was 496 mg/dl at the time of incident. The customer's blood glucose was 426 mg/dl at the time of call. The customer's mother stated that the previous high blood glucose had a bent cannula and was treated with manual injections. The customer's mother that the high blood glucose during the call was not treated yet. The customer's mother stated that there were small air bubbles found in the tubing length. The customer's mother stated that the insulin did exit during the manual prime and fill tubing process. The customer's mother was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.